Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition of an unknown duration. There was no asystole observed. A procedure was performed in which the rv lead was surgically abandoned, and a new rv lead was implanted. The new rv lead remains in service. No additional adverse patient effects were reported.